Event description:
Additional information later received from the hcp indicated the cause of the event was erosion through the skin. The issue was an infected incision, not pump. The patient was re-implanted (B)(6) 2013. The patient was noted as doing well since implant/replacement.

Event description:
It was reported that the patient had an explant on (B)(6) 2013 of his device system due to ¿some wound closure issues and to prevent infection. The patient had reportedly gone to the emergency room and was told ¿no it¿s okay¿ but then went to the pain clinic and they said ¿unh-unh¿. The device system had been used to deliver morphine. The patient was then reportedly re-implanted on (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).